Manufacturer narrative:
It was reported that the syringe was cracked and that an unspecified "medicine has been going everywhere." No death, serious injury, medical intervention, follow-up care, or other adverse patient/health impact has been reported to the manufacturer. No sample has been returned to the manufacturer for evaluation and a root cause for the reported problem/issue could not be determined. Due to the reported loss of the unspecified medication, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the syringe was cracked.